Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had elevated threshold at implant due to patient physiology. Sustained failure to capture was also noted. The lead remains in use. No patient complications have been reported as a result of this event. The lead was noted to be part of the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular lead had elevated threshold at implant due to patient physiology. The lead remains in use. No patient complications have been reported as a result of this event.